Manufacturer narrative:
H10: kei takahashi, takero arai, takashi asai and yasuhisa okuda (2023). A fragmented segment of a central venous catheter caused delayed ventricular fibrillation: a case report. Ja clinical reports. 2023 may 17;9(1):27. Doi: 10.1186/s40981-023-00615-x. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an case report, ja clinical reports and article titled, "a fragmented segment of a central venous catheter caused delayed ventricular fibrillation: a case report", that sometime post central venous access port placement through right upper jugular vein approach for chemotherapy treatment, the port catheter fractured and migrated into the heart. It was further reported that the patient developed ventricular fibrillation due to the fragmented central venous catheter in the coronary sinus of the heart and resuscitated successfully. Reportedly, the physicians attempted to remove the foreign body in angiographic suite and abandoned due to repeated ventricular fibrillation. Furthermore, the fragmented catheter was removed through surgical approach under cardiopulmonary bypass. The current status of the patient was unknown.